Event description:
It was reported to gems that a pt rec'd a cut on the head as a result of coming into contact with the edge of the axial head holder. The technologists were assisting the pt in positioning. The pt, who had brain cancer, moved suddenly and pt's head fell onto the top edge of the holder. It is unclear if the cut was actually the reopening of the previous surgical incision or a new cut location. As a precaution, the "fe" filed the head holder to more fully round off the edges. The drawing for the head holder calls for the edges to be rounded.